Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-02630, 3006705815-2023-02631. Additional information was received that the patient's lead migrated and the patient did not have effective therapy. Surgical intervention was undertaken wherein the patient's system was explanted and replaced.